Manufacturer narrative:
Unit passed displacement test, active current measurement, and sleep current measurement. No battery or power anomalies noted during testing however, pump error 25 is confirmed in pump history files due to j6 resistance connector issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received power error detected alarm. The customer was able to clear the alarm and rewind the insulin pump. The customer mentioned that the notification light did not stop flashing immediately. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.